Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer over-corrected for a high blood glucose (bg) and bg lowered to 51 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Customer's daughter and son provided carbohydrates to treat bg level. Additionally, the customer consumed juice to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.